Manufacturer narrative:
Brand name- duoderm/granuflex/duoactive - moisture retentive duoderm cgf dressing. Common device name - dressing,wound,occlusive. Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the end user while using the natura wafer along with duoderm that she applied under the tape collar developed red, raw, weepy, itchy skin to the peristomal skin under the tape collar and extending one inch beyond the tape collar. The area also had pinpoint bleeding at times. It was further reported that the end user stated ¿she is allergic to the duoderm;¿ however she did not have any formal patch testing. The end user discontinued the natura wafer and the duoderm and changed back to the tapeless competitor¿s product. The end user was prescribed diflucan and nystatin powder to treat the area. The bleeding has resolved and the skin is healing.